Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on (B)(6) 2017, the manufacturer representative discovered that the patient had high impedances on contact 8. All contacts associated with 8 were showing >10,000 ohms. Contact 8 was not being used in any programming. The caller stated that they were concerned with the ma reading showing 7.2 and concerned about contact 8 affecting the group impedance. It was reviewed with the caller that the electrode would only affect the group impedance if it was being used in the programming. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that electrode 8 is >10,000 ohms. The rep tested the impedances at 0.7v and 1.5v. The patient still does not use this electrode for pain relief. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that high impedance values were identified on electrode 8. Weekly impedance report on (B)(6) 2018 showed impedance was greater than 20,000 at amplitude of 1.5. No further complications were reported as a result of this event.